Manufacturer narrative:
Investigation summary: 08/14/2024. The reported complaint of air in the tubing while priming was confirmed. During visual inspection, unknown solution residuals and blood were observed inside the set. When the returned set was primed and pressure leak tested, the admin set was unable to be primed through the millex filter. The rest of the set was able to be primed and no leaks were observed. It is unknown why the millex filter was unable to be primed. The probable cause of the millex filter unable to be primed could not be determined. Lot history review the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set generated a no flow scenario during patient. It was reported that two different rooms on the unit had lines that both malfunctioned. Draw blood was fine, and the waveform was on the monitor but was unable to flush or draw heparin in a closed system syringe. The tubing had to be switched and the issue was resolved for both. Both tubing originally changed on 6/30 and are not due again till 7/4. It was noted that the affected area/unit location is h2b. No other devices were being used on the patient at the time of the event. One of the packages from these two devices was saved. This is a single-use device. The device involved in this event is not available at the facility. There was patient involvement and no human harm. This is report one of two.